Event description:
The customer reported having an urgent care visit due to high blood glucose over 400mg/dl, and she was advised to take a manual injection of 11.0 units. The customer was experiencing an upset stomach and sinus pressure. Troubleshooting was performed. The time, date, settings, and programming were correct. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. The customer also mentioned that the reservoir was protruded, and she requested to have the reservoir and infusion set replaced. The customer stated that she did not save and threw them away. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.